Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced hyperglycemia, resulting in a trip to the hospital. The following information was provided by the initial reporter. The customer stated: this is the initial report about elevated blood glucose levels after injection, obtained from the patient calling to bdj's cs. According to the customer's report, the blood glucose level was elevated to >500 after injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced hyperglycemia, resulting in a trip to the hospital. The following information was provided by the initial reporter. The customer stated: this is the initial report about elevated blood glucose levels after injection, obtained from the patient calling to bdj's cs. According to the customer's report, the blood glucose level was elevated to >500 after injection.